Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during priming of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak in the homechoice cassette that led to this alarm. The exact location of the leak was unknown, however it was stated the cassette leaked "where the drain line comes from". Renal therapy services (rts) assisted the patient in ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.